Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the image directory is still mismatching. The system was mixing pt images. There is no report of pt injury associated with this event.